Event description:
The account indicated incorrect results were generated on the architect i2000 analyzer. Upon changing the reaction vessel lot, the issue was resolved. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
In 2009, our intn'l affiliate was notified of a complaint by a customer reporting that a xenium dialyzer caused an anaphylactic reaction in a patient 15 minutes after starting the dialysis treatment. The patient has been using this product for 5 weeks and appeared to have an anaphylactic reaction manifested by abdominal cramps and difficulty breathing. The patient was treated with benadryl, solucortef and ventalyn and recovered. The patient has been placed on a rexeed dialyzer and since then has had no reaction. The problem was noted during use on the patient. The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.